Event description:
The reporter complained that during incoming inspection of new devices, the service indicator was illuminated after removing ac power and turning the device on. Subsequently, the defibrillator failed to charge. After turning the device off then on, proper operation was restored.